Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction required. Updated fields: d9, g3, g6, h2, h3, h4, h6 and h11. Corrected field: h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad cable, failed water leak test due to water leaked between rear cover and cos ring a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad cable and connector. Additionally, failed water leak test due to water leaked between rear cover and cos ring. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the autoclavable camera head presented an error e224 when plug in. The issue occurred during inspection for use, before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.